Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited single missing ventricular pace, during collection of the reference electrograms (egm) due to right ventricular (rv) lead oversensing and the patient was complaining of palpitation. Rv lead was reprogrammed and the ipg remains in use. No further patient complications have been reported as a result of this event.